Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was seen by the physician and the patient's scs ipg site was found to be infected. Follow-up identified the patient underwent surgical intervention and had the ipg pocket cleaned out. Additionally, the infection has reportedly resolved.